Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that in response to the advisory describing the potential for a device circuit error to occur while the device is processing an atrial-sensed event, the implantable pulse generator (ipg) was explanted and replaced. There was no pacing despite the device being programmed to ddd mode with a lower rate of 50 beats per minute; the patient had an intrinsic rate of 38 beats per minute. The device could also not be interrogated. It was noted that during the replacement procedure, the use of bovie electrocautery started device pacing. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary : the device was returned and analyzed. The returned device indicated lock-up in an integrated circuit. If information is provided in the future, a supplemental report will be issued.